Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level around 400 mg/dl. The customer reported symptoms of nausea, fighting nausea all day, no energy, and frequent urination. The patient treated with the insulin pump. The customer's blood glucose at the time of the incident was 120 mg/dl and the current blood glucose level was 396 mg/dl. The customer did troubleshoot the insulin pump. The customer was advised to change the entire set, reservoir and insulin and treat per the healthcare provider. The insulin pump will not be returned.